Manufacturer narrative:
Findings: unit passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test and excessive no delivery test. No unexpected no delivery alarm noted. Drive support disk was inspected and no anomaly was noted. Unit had minor scratched display window and cracked reservoir tube lip. (B)(4).

Event description:
It is reported by the patient that they were hospitalized for a high glucose level. The level at the time of the hospitalizations was 430mg/dl. Their insulin pump also had physical damage and no delivery alarms. Trouble shooting was conducted and we explained the possible reasons for a low blood glucose level to the patient. The device is being returned. No further information available.